Manufacturer narrative:
The insulin pump was received with no esc button response due to a corroded keypad trace. The insulin pump was received with a minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and stripped battery cap coin slot.

Event description:
It was reported that the customer was unable to remove the battery cap due to damage to it. The blood glucose reading was 200 mg/dl. The customer attempted to remove the battery cap with a screwdriver and quarter, and both attempts were unsuccessful. Advised replacement of the insulin pump. Nothing further reported.